Event description:
It was reported that the device battery reached end of life and that it was not possible to interrogate the device. It was also reported that the high voltage coil of the right ventricular lead had low impedance. The device was removed and replaced and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and analysis of the device revealed normal battery depletion; meets expected longevity.